Event description:
As reported by edwards japanese affiliate, four (4) months following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve, balloon aortic valvuloplasty (bav) was performed due to paravalvular leak (pvl) identified with hemolytic anemia. The valve was deployed at +1 ml from the nominal volume, and the procedure initially ended with trivial pvl. Subsequently, the pvl progressed to severe, and hemolytic anemia developed. The exact values were unknown. A blood transfusion was given; the frequency was unknown. Bav was performed for the pvl with the 23 mm z'med balloon with the nominal volume, followed by an additional +1 ml post dilation, and then another post dilation using the same volume. The outcome of these actions remained unknown, as follow up information could not be obtained. The reporter identified the device related issue as severe pvl and indicated that the perceived root cause was recoil. Per investigational information, during the valve deployment, the valve was deployed with slow inflation, and the inflation was held while counting to five, which corresponds to approximately three seconds or more. After the initial deployment with the nominal volume, an additional +1 ml was added to the inflation device for post dilation. The full volume was delivered without any remaining amount in the inflation device. The requested images are not available.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for paravalvular leak was empirically confirmed based on information received to date. A review of the DHR, lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. As reported, 'four (4) months following a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve, balloon aortic valvuloplasty (bav) was performed due to paravalvular leak (pvl) identified with hemolytic anemia.' And 'the valve was deployed at +1 ml from the nominal volume, and the procedure initially ended with trivial pvl. Subsequently, the pvl progressed to severe, and hemolytic anemia developed... Bav was performed for the pvl with the 23 mm z'med balloon with the nominal volume, followed by an additional +1 ml post'dilation, and then another post'dilation using the same volume'the reporter identified the device'related issue as severe pvl and indicated that the perceived root cause was recoil.' In this case, the valve was initially deployed with additional 1ml more than nominal volume. At follow-up, the patient developed paravalvular leak (pvl) and hemolytic anemia. A post-dilation was subsequently performed with additional 2ml more than nominal volume. It is possible that the thv was under-expanded during the initial deployment, leading to inadequate sealing against the native annulus and resulting in paravalvular leakage, as reported. Based on available information, there was no evidence or indication of frame recoil occurred. The pvl was most likely associated with an under expanded valve. As such, available information suggests that procedural factors (under expanded thv) may have contributed to the complaint event. The complaint for paravalvular leak has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.